Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4. G3. G6. H2. H6. H10. Device has not been returned for investigation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the cup impactor broke during insertion of the g7 cup. Because the cup was 80% inserted when the offset inserter broke off, it resulted in the straight inserter having difficulty attaching to the cup. However, the procedure was able to be completed with the straight inserter using the same cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10/d11: concomitant medical products: 31-400600. Item name mih mod cup inserter . Lot # zb10301. Unknown inserter. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02000. The device will not be returned for analysis as it remains implanted. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.